Event description:
A report was rec'd 1/2003 from a doctor who had implanted a memory lens in a pt's right eye, which lens has opacified. Visual acuity at exam in 2003 was 20/40-2 od. The doctor is planning to explant the lens in the near future.